Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced a seizure due to inaccuracies at the low end. The patient reported that emergency medical services were contacted and she was administered glucose tablets. At the time of the call to dexcom technical support, the patient reported being tired but feeling well.